Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/23/2015.

Event description:
Procedure: ventral hernia repair. According to the reporter: as the assistant was removing the port at the end of the case- she was instructed how to close it. It was closed and then she opened the flanges again while pulling the port out. This resulting in the flanges breaking. It was observed that there was one piece of the plastic flange in the port site incision. This was removed and the incision was checked for any additional pieces. None were found. It is believed that all pieces were retrieved.